Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. Reportedly, tandem technical technical support was unable to complete further troubleshooting as customer ended the call.